Event description:
It was reported by service report that the bolts on the brake cam were backing out and that the brake force was decreased. There was pt involvement, however no adverse consequences are reported.